Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the right total knee arthroplasty without hardware failure or loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: articular surface; p/n: 00596204010, l/n: unk; all poly patella; p/n: 00597206535, l/n: unk; stemmed tibial component; p/n: 00598004701, l/n: unk; femoral component; p/n: 00599601652, l/n: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03213, product location is unknown.

Event description:
It was reported patient had a revision procedure 8 years post implantation due to loosening of the joint. Subsequently, the bearing was revised to larger size. No additional patient consequences were reported.